Event description:
It was reported to philips that the allura device would not allow fluoroscopy, however would expose. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited the site and identified that the x-ray tube had short circuited and required replacement. The tube was replaced and the device returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system fluroscopy function has failed¿. Review of the log file showed errors such as, ¿xsc: tube current out of range¿, ¿xsc: tube current out of range¿ and ¿x-ray tube small filament short circuit¿. Fse then confirmed tube as defective. The philips engineer replaced x-ray tube. After replacing x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.